Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The unopened complaint product was returned and found to be within specification. There was no nonconformance found during the mfg process, however, the nonconformance was not related to this complaint. The root cause could not be determined. (B)(4).

Event description:
This is the second of two reports on the same pt involving two products. Refer to medwatch 3006186389-2011-00001 for a description of the first report. According to the documentation received from the eyecare professional, the pt's contact lenses "were old and gave pt red eye and keratitis". No further info was provided. It is unk if the issue has resolved and if contact lens wear has resumed. Additional info has been requested but not yet received. Upon receipt of additional info, if there is any further relevant info, a follow-up report will be filed.